Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was received for evaluation. During evaluation, the device had the number 1 button failing intermittently. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be keypad which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq infusion pump, the device had the number 1 button failing intermittently. No additional information is available.

Manufacturer narrative:
Correction: g3: date received by MFR should be 8/29/2025 and not 8/14/2025 which was initially reported.